Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential post-operative complication. The exact root cause was unable to be determined. The likely cause was determined to have been procedural factors or patient activity contributing to the reported adverse event. The device history record (DHR) was unable to be reviewed as a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: 1977. A5: ethnicity: requested, not provided . A6: race: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number . D4: UDI: unknown due to unknown lot number . E2: health professional: requested, unknown. E3: occupation: requested, unknown. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the femoral puncture site had a hematoma that was less than 6cm, between discharge and 30 days post-procedure. The procedure was a peripheral endovascular and interventional procedure. The segment for endovascular intervention was the uterine artery. Revascularization approach: not applicable. The type of intervention performed was an embolization. The procedure sheath that was used was a 6 fr angio-seal¿ vip vcd. There was no difficulties with arterial access, sheath, guidewire, or catheter insertion, access was easy. A limited femoral angiogram obtained prior to angio-seal¿ vip vcd deployment. There was no issues with insertion, deployment, or withdrawal of the device. The adverse event (ae) has been resolved. No blood loss. There were no other devices or equipment used with the reported product.